Event description:
It was reported that the right ventricular (rv) lead experienced a sudden increase in short interval counts (sic). In addition, the right atrial (ra) lead experienced an increase in pacing threshold and atrial impedance. The rv lead and ra lead were explanted andreplaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that there were no anomalies observed regarding the returned partial lead in segments. All electrical testing was within specified parameters. The full lead was not returned. The lead was returned with explant damage. An in-vivo insulation breach or conductor fracture was not observed during analysis. The short interval counts (sic) has gone up to 397,209 within 365 days averaging around 1,113 sics in a day.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.